Event description:
It was reported that the user was receiving glucose readings on the dexcom g7 app but not on the ilet because the new sensor code was not entered into the ilet, and the user was walked through entering the code and educated to do this with each new sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.